Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning (B)(6) 2014, ventricular sensing integrity counts up to 2456; ventricular tachycardia-non sustained episodes and ventricular fibrillation episodes from (B)(6) 2014 with evidence of oversensing including p-wave oversensing and inappropriate shocks. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, rv pacing impedance measured 5024 ohms from a trend of 380 ohms. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate therapy. Device interrogation determined the right ventricular (rv) lead had rising impedance, oversensing, noise, and lack of capture. The rv lead apparently fractured and was capped and replaced. No further patient complications have been reported as a result of this event.